Event description:
A report was received that the patient's m1 connector was replaced due to high impedances. The physician noticed that the m1 connector was bent. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A returned product analysis revealed that external visual inspection showed that the proximal end lead contacts were crushed. Although not confirmed, it appears that the proximal end crushed contacts were a result of a surgery tool. X-ray inspection also showed four cables were completely broken at the bent location of the m1 connector.

Event description:
A report was received that the patient's m1 connector was replaced due to high impedances. The physician noticed that the m1 connector was bent. The patient was reportedly doing fine after the revision procedure.